Event description:
During insertion of a lt. Radial arterial line, using a kit. Access was gained without difficulty. Following which a guidewide was easily passed through the vessel. The catheter was then passed over the wire and into the vein without difficulty. However during withdrawal of wire & needle the distal part of the catheter remained in the vessel. The ptient had to be brought to the or for removal of catheter.